Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the station was disconnected mode after freezing. A technical support specialist (tss) checked the logs and identified that the database was not responding. Tss performed a reboot, after which the device resumed communication successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was in disconnected mode after freezing during medication removal. Both hard and soft resets were performed, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.